Event description:
It was reported that the ventricular lead exhibited loss of capture and rib clavicular crush damage. The lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.